Event description:
In an abstract titled "efficacy and safety of balloon kyphoplasty in the treatment of osteoporotic compression fractures with radiographic evidence of retropulsion: a retrospective study with radiographic, clinical outcome and technical analysis", the following events were reported: fifty patients underwent kyphoplasty at 64 levels. Complications noted were: -2 minimal cement extravasation into disc space -1 minimal cement extravasation anteriorly no further information was reported.

Manufacturer narrative:
(B)(4): method - device not returned; followed up with author.